Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "surgeon deployed bag successfully, placed specimen in bag, removed looped string from bag deployer, removed trocar, and then went to pull bag out by string and string broke off of bag at guidebead. Bag was still left inside abdomen. Therefore, the surgeon then deployed competitor bag and successfully retrieved the applied medical bag with specimen." Patient status: "fine."